Event description:
Customer reportedly received results of 69 mg/dl, 344 mg/dl, and 377 mg/dl within 10 minutes on the nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4).